Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: upon deployment only 3 of 4 filter legs opened, why filter was retrieved and replaced. A detailed investigation of the returned filter did not reveal any abnormalities. Any device attribute was within specified requirements, incl. Shape, various measurements, and diagonal distances. Therefore, since no imaging was provided the exact reason for the filter legs to not open cannot be determined. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding, maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in the ivc. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
According to the initial reporter: an ivc filter apparently only opened 3 of the legs and not all 4. They had to retrieve it and use another one. Patient outcome: patient is ok.